Event description:
It was reported that a stroke occurred. The patient underwent a left atrial appendage (laa) closure procedure. During the procedure 7000 units of heparin was administered. A watchman laa closure device was successfully implanted. The patient was stable post procedure and woke up with good orientation, responding to questions and was mobile. Approximately 10 hours post-procedure, the patient had symptoms of a stroke. The patient sustained paralysis to the left side of the body. The patient will be observed and will attend physical therapy.